Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the balloon catheter was inserted in the coronary sinus (cs) to guide the left ventricular lead placement and the balloon catheter tip caused a dissection. The lead was able to be placed and the dissection improved over time. It was also reported that the right atrial and right ventricular lead were reversed in the device header ports. The patient experienced acute cardiac failure and the wound was re-opened to correct the connection issue, which improved the patient's condition. The leads remain in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.